Manufacturer narrative:
Additional information was received on 10oct2017 with the following: a (B)(6) male patient was to undergo a suboccipital craniectomy. The surgery was not performed with a stereotaxy device. The length of time the product was in use before the event occurred was briefly, until the weight of the patient¿s head was taken by the clamp. The event did not lead to patient injury requiring medical intervention. The action that was taken after the product problem occurred was that another skull clamp was used. The type of skull pins that were used was the reusable adult doro skull pins. Investigation completed 10/11/2017. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 18jan17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 09/25/2015 to 09/25/2017 for this reported failure and or related to "not", "locked" for product family (a3059) shows no new design or manufacturing trends. This complaint was not confirmed. The returned unit passed all specific functional testing requirements, except for there is binding on the rocker arm and it exceeds the 1.1 pound weight requirement. When unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required.

Event description:
It was reported that the mayfield composite series skull clamp locking mechanism is not working to capacity and the patient¿s head moved abruptly. The lock seemed to work with zero weight, but once the weight of the head is placed, it does not lock. It was unknown if there was any patient injury, death or delay in surgery. It is unknown if revision or medical intervention was required. Request for additional information has been sent.